Manufacturer narrative:
Alleged failure: the plastic of the probe melted during the procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be based on the probe evaluation the probable root cause/s could be excessive force applied by the user with poor or no suction during use. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause insulation damage. Other possibilities could be abnormal arching due to tissues get trapped in the suction path hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had heat shrink damage.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had heat shrink damage.